Event description:
Physician attempted to deploy stent to pt's right coronary artery (rca) deployment unsuccessful, as stent became free from the deployment balloon. A retrieval device was used to remove the stent from the rca. During the retrieval process, a dissection apparently was produced. Pt fairly rapidly developed evidence of tamponade. A preicardiocentesis was performed.